Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, reported single leaflet device attachment (slda) appear to be due to challenging patient anatomy. Additionally, the reported mitral regurgitation (mr) was a cascading event of reported slda. However, reported the patient effect of mr is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second clip referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with grade 4. The patient had a rotated heart. Two clips were implanted reducing the mr to 1-2. On (B)(6) 2021, it was noted that one of the clips had detached from the posterior leaflet and mr had increased to 4. On (B)(6) 2021, two additional clips were implanted to treat the slda clip. During clip deployment of one of the clips, the clip delivery system (cds) did not release the clip. Troubleshooting was performed, the gripper lines were assessed, and the clip was released. Two clips implanted, reducing mr to 2-3. No additional information was provided.